Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced failed battery test and power system error. The customer's blood glucose reading was 325 mg/dl. The customer treated with the pump. The customer stated that her blood glucose seemed to go up when she bloused with her pump and it died. The customer was not able to clear the alarm. The product was not returned for analysis.